Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) levels. They had a mean arterial pressure in the 80's and no other symptoms. The patient was started on a heparin drip, their ldh levels decreased and they were discharged two days later. Log files captured routine events with nothing unusual noted. An echocardiogram (echo) was performed on (B)(6) 2024. The echo results noted a likely retraction artifact on the tip of the inflow cannula, but possibly a fibrin. Results also found traces of aortic, mitral and pulmonic valve regurgitation, and mild tricuspid regurgitation. Additionally, their right ventricle size was decreased, with low systolic function. Lastly, their aortic valve opened with every beat indicating they have aortic insufficiency. The right heart failure did not exist pre-left ventricular assist device (lvad) implant and the lvad did not contribute to the right heart failure. The patient had symptoms of shortness of breath which prompted hospital admission and they were receiving intravenous diuresis.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the report of fibrin on the tip of the inflow cannula could not be confirmed through this evaluation, as no images were submitted and the device remains in use. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported elevated ldh, right heart failure, and regurgitation could not be conclusively established. The submitted log file contained data from 09jan2024 ¿ 16feb2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed throughout the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists device thrombosis, hemolysis, and right heart failure as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 5, ¿surgical procedures¿ states that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 6, (under "postoperative patient care"), cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.